Event description:
It was reported by service report that the head end lift motor was all the way up and would not run down. Customer could not determine if there was pt involvement or if there were adverse consequences to report.